Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor is out of calibration, and the force sensor resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the force sensor is out of calibration, and the force sensor resistance measurement is out of specification. During testing, the pump dispensed fluid during the load step for multiple ezprime operations. Correction number: 2531779-03/24/2010-003-r.